Event description:
It was further reported that the pump was interrogated in the hospital and all the logs looked ¿ok¿ and the pump was functioning properly. It was unknown how the patient was currently doing. It was later confirmed that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital one day after pump replacement for overdose symptoms. The pump delivered morphine 25 mg/ml and bupivicaine 8 mg/ml; 5.694 mg/day daily dose. Additional information has been requested, but had not been received as of the date of this report